Event description:
Medtronic received the following information from a journal article entitled: ¿early outcomes from the multicentre standardised physician modified four fenestration endograft registry (s.ph.e.re.)¿  the time frame of this study was  a one year period. Valiant captivia stent grafts were physician modified and implanted in 50 patients in the treatment of very large and urgent complex abdominal aortic aneurysms. The mean maximum aneurysm diameter of 75 +/- 19 mm. There were nine (18%) short neck, 18 (36%) juxtarenal, 15 (30%) pararenal abdominal aortic, and eight (16%) extent IV thoraco-abdominal aneurysms. Endurant and non mdt stent grafts were implanted as distal extensions in 76 % of the patient population.  The following adverse events occurred:  dissection , occlusion , acute renal failure, pseudoaneurysm, rupture, cardiac failure, respiratory failure, intervention  no further information was provided pertaining to medtronic product

Manufacturer narrative:
Medtronic received the following information from a journal article entitled: ¿early outcomes from the multicentre standardised physician modified four fenestration endograft registry (s.ph.e.re.)¿  piazza m et al european journal of vascular and endovascular surgery,  https://doi.org/10.1016/j.ejvs.2025.05.057 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported ¿ as applicable a2: average age a3a: majority sex date of publish used for incident date in section 2.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.